Event description:
It was alleged that during a case the jaw fell off into the pt's knee. The unit was retrieved with no injury to the pt although the case was delayed for three minutes.

Event description:
It was alleged that during a case with jaw fell off into the pt's knee. The unit was retrieved with no injury to the pt although the case was delayed for three minutes.